Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter during a pretest.

Manufacturer narrative:
Upon evaluation of the returned sample, bd/bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter during a pretest.